Event description:
It was reported that during the procedure, while performing the kissing balloon technique at the bifurcation in the third left anterior descending artery, a 3.5x15 and a 3.0x15 xience v rx drug-eluting stent delivery system were each advanced into a non-abbott 7-french non-abbott sheath, but resistance was felt between the xience and the 7-french guiding catheter, for both devices, during both advancement and when they were both withdrawn. Another 3.0x15 xience v rx was advanced into the same sheath and resistance was felt between the sheath and this xience, during both advancement and withdrawal. None of the devices had reached the anatomy. The 7-french guide catheter was replaced with a non-abbott 8-french guide catheter and another xience 3.5x15 and 3.0x15 were able to be advanced without resistance and the lesion was treated successfully. There were no patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5x15 xience v rx device and the 3.0x15 xience v rx are being filed under separate MFR#s. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.